Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented in the literature article reported, one patient developed a wound infection at 7 weeks post-operatively and underwent a debridement surgery. The hardware was not revised, and the patient subsequently healed without any other inconvenience. However, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. Therefore, no further medical assessment is warranted at this time. Should any additional clinically relevant information be provided, this complaint would be re-assessed. A complaint history review found related failures for the listed product type; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4). Article reference: maintenance of reduction after allowing for early release to full function using an all 2.4mm volar plate/screw construct for distal radius fractures. Sean spence md; brandon hull md; anjan r. Shah md.

Event description:
On the literature article named "maintenance of reduction after allowing for early release to full function using an all 2.4mm volar plate/screw construct for distal radius fractures", the authors of the study reported that, one patient developed a wound infection at 7 weeks postoperatively and underwent a debridement surgery. The hardware was not revised and the patient subsequently healed without any other inconvenience. The patient was initially treated for a distal radius fracture with volar plate and screws.